Event description:
The customer reported being hospitalized due to ketones and high blood glucose of 423 mg/dl. The customer was experiencing unexplained high glucose for three days. Troubleshooting was performed. The customer stated that the infusion set was changed to resolve the issue. The programming time, and date were correct. Ran a fixed prime and high pressure test and they passed. No further info was provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.